Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that abbott representative was asked to check a patient's device in the ICU. Device interrogation revealed that the atrial output and device mode was not programmed appropriately. The patient also had few shocks for ventricular fibrillation (vf). It was undetermined if the misprogrammed device settings helped bring on the vf episodes and whether shocks were appropriate or not. Regardless, each vf episode was successfully terminated by the device. Patient was asymptomatic and stable throughout the event.

Event description:
New information received notes that it is unknown why the patient was initially placed in the ICU. The physician agrees that the shocks were appropriate for ventricular fibrillation, and it was not the result of mis-programmed device parameters.